Event description:
The user facility reported that the electro-surgical unit did not cauterize during a vein harvesting procedure resulting in the need to convert the procedure to an open vein surgery. The procedure was successfully completed with a different device. There was no pt injury reported. However, the pt was still in the hospital for unknown related conditions.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for investigation. The cause of the user's experience cannot be determined at this time. If the device is returned to olympus for investigation at a later date and additional, relevant info becomes available, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.